Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)¿ additional information: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information later received reported that per the healthcare provider's nurse, the patient was doing well since his pump exchange. No more issues caused by motor stalls.

Event description:
Additional information: the pump was replaced. At explant, ¿flakes¿ were found around the pump. Following the replacement, the patient was receiving effective therapy.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomalies of corrosion and-or wear and-or lubrication, and stall due to shaft-bearing. Analysis of the model 8578 catheter found the sc connector had coring-tears-cuts in seal which met leak criteria.

Event description:
It was reported that a motor stall due to emi (electromagnetic interference) was noted in the logs on (B)(6) 2014 during an in-office pump refill on (B)(6) 2014. The motor stall had recovered at the time of the refill (after more than two hours). The patient later reported that multiple motor stalls occurred: on (B)(6) 2014 at 4:49 am; a critical alarm motor stall occurred recovered (B)(6) 2014, there was a ¿stopped pump, may exceed tube set" message. The pump stalled again (B)(6) 2014 at 5:37; started (B)(6) 2014 at 5:37, and it was noted that the patient called the healthcare professional (hcp) that day saying that he had felt the same symptoms ¿yesterday, but was fine today.¿ the pump again stalled (B)(6) 2014 at 4:45 am; and started and stalled (B)(6) 2014. The patient stated that he had withdrawal through the pump stall events coinciding with the events/felt some withdrawal symptoms at that time. The patient was having underdose symptoms and felt like he wasn¿t getting his therapy. Currently the patient was alive with no injury. The hcp was scheduling a replacement on (B)(6) 2014 since ¿they had one stall already that they couldn¿t explain¿ and later the procedure was moved to (B)(6) 2014 due to scheduling issues. The pump was used to infuse dilaudid (hydromorphone). No outcome was reported for this event. Follow-up was being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.